Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture baker grade 3 reported.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the right side. Doctor not explanting, just releasing capsule.

Event description:
Capsule contracture.